Event description:
It was reported that during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. The physician stopped the procedure with no further consequences to the pt. The physician did not believe the effusion was related to use of the catheter.

Manufacturer narrative:
The catheter was not returned for evaluation. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. The cause for the reported effusion could not be determined. Date report submitted FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.